Event description:
The company was informed that the pt experienced devices migration and underwent repositioning surgery in (B)(6) 2012. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.